Manufacturer narrative:
It was observed that the battery pin in well 2 is loose and damaged. It was determined the cause of the reported issue was the damaged battery pins . The battery pins were replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer.

Event description:
The third-party service agent contacted physio control to report that their customer's device had unexpectedly lost power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated customer's device and verified the reported event through the downloaded electronic patient records. The reported issue was not able to be duplicated. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third-party service agent contacted physio control to report that their customer's device had unexpectedly lost power. There was no patient use associated with the reported event.